Event description:
It was reported that during a cholecystectomy the clip came off at the 2nd firing and after that, it shot without clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).